Event description:
Another co states that its software is not compatible with this co. This co states that these systems are compatible. The rptr stated that the products are used in a blood bank and any incompatibility could damage the database and cause a major problem. This info was submitted as f/u 2/16/94: this is a response to a quality problem reported by rptr on 12/9/93 concerning reported incompatibility between lab systems. Rptr has received confirmation from MFR that no incompatibility exists. Rptr has also received confrimation from the other co that no incompatibility exists and rptr was told incorrectly by the other co that any problem exists. Rptr has installed the programs and has not seen any incompatibility.